Event description:
Cuff had migrated out with a small amount of the cuff exposed.

Manufacturer narrative:
The complaint of catheter dislodgement is confirmed. No manufacturing defects were found with the surecuff. A complete bond between the cuff and heat sleeve is confirmed. The heat sleeve is fixed in it's manufactured position on the catheter. A photo of the dislodged catheter was supplied by the complainant. Excessive tension on the catheter can result in the catheter becoming dislodged, even when all of the proper anchoring techniques are employed. Catheter dislodgment can occur due to a lack of complete tissue ingrowth around the surecuff. This may be due to the physiology of the patient. Proper dressing and anchoring of the catheter will help prevent dislodgment. The IFU addresses proper dressing techniques. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.